Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to re-pair the app and pump initially, but after instructions to uninstall, forget the pump from the bluetooth menu, and reinstall the app, the problem was resolved and the pump successfully paired with the mobile app, requiring no further assistance. The customer continued to use the pump for insulin therapy.